Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the procedure of angiography, high, out of range pacing impedance was observed. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.